Event description:
It was reported that crossing difficulties were encountered. The target lesion was located in the middle left anterior descending artery. A 2.50x24mm promus element drug-eluting stent was used for treatment. However, during procedure, the stent could not cross the lesion after several attempts due to tortuous vessel. Procedure was cancelled/rescheduled. Patient was sedated using general anesthesia but patient condition was stable.